Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6)2019. It was reported that the rep tried multiple times to reorient the battery sensor, but no avail. It was noted that the patient was currently using her stim without the sensor on. The rep also reported that the issue had not yet been resolved and the patient would follow-up with the surgeon if she chose to. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient reported that her sensor in her implantable neurostimulator (ins) was not showing the correct positions when checking on her controller. A factor that might have led to this issue is the report that the patient fell about 1 week prior; the fall affected her knee primarily and it was from a standing position. The rep interrogated the ins and checked the positions; when the patient was in an inclined position, it showed that the patient was in a lying left position. One time while the patient was reclined, it showed that she was lying on her front. To resolve the issue, the rep tried to re-orient the adaptive stim (as) twice, but the results did not change when they tested the positions with the patient. In the end, the patient would not use the as feature. The issue was not resolved at the time of the report, surgical intervention was not planned, and the patient was alive with no injury. There were no further complications reported or anticipated.